Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited image noise, and the image could not be seen. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to damage to the plug unit, image noise occurs, and the image cannot be seen. The malfunction was determined to be a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.